Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a covered endovascular reconstruction of aortic bifurcation (cerab) interventional procedure. Reportedly, there was difficulty pushing the plunger down and the physician had to press down very hard. When the needle plunger was removed after deployment, a cuff miss [suture retrieval issue] was noticed. It was also noted that the posterior needle tip was bent. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. The patient had a history of prior arteriotomy in both groins and prior reconstruction of the common femoral arteries with a patch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and bent needle were confirmed. The plunger deployment issue could not be tested/ confirmed due to the condition of the returned device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient calcification during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.